Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that speeds never went above 8000 rpm due to low flow and suction events. CT scan revealed possible misplacement of inflow and possible orientation toward septal wall. A ramp study was completed and at speeds around 10000 rpm, blood pressure was lost. The patient was reportedly symptomatic. A pump exchange was subsequently performed.